Manufacturer narrative:
It was reported that the depth of the femoral a/p resection on f4 was greater than the space between a/p femoral trial and femoral implant. All other cuts matched up but there was an 5-7mm gap between the cut anterior femur and the femoral trial & implant. Case was completed successfully by dr. (B)(6) filling the gap being the anterior flange with extra cement. Femoral ijigs were processed by prosc spd and returned to rep for return and review. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the depth of the femoral a/p resection on f4 was greater than the space between a/p femoral trial and femoral implant. All other cuts matched up but there was an 5-7mm gap between the cut anterior femur and the femoral trial & implant. Case was completed successfully by dr. (B)(6) filling the gap being the anterior flange with extra cement. Femoral ijigs were processed by prosc spd and returned to rep for return and review.